Manufacturer narrative:
Intuitive surgical inc., (isi) followed up with the initial reporter and obtained the following additional information : customer could not confirm if the reported failure on harmonic ace instrument occurred outside of the patient's anatomy. It was additionally stated that patient has not returned to the hospital due to experiencing any post-surgical complications related to retention of foreign material. Post-operative tests like an x-ray or ultrasound were not performed to check for remaining fragments.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace could not be used. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the harmonic ace instrument to perform failure analysis. Failure analysis investigations confirmed the customer reported complaint. The instrument was analyzed and it was found to have a broken blade at the base. A piece measuring approximately .4685" x .0715" was found to be broken off and was not returned. The probable root cause of broken blade is attributed to use conditions. Indented, cracked, or broken blades result from blade scratches and damage caused by contact with other instruments or other hard/metal objects (e.g., staples, clips, etc.) During use while the instrument is activated. Blade fractures propagate from initial contact sites due to the ultrasonic vibration of the harmonic ace blade, leading to eventual/premature failure. A blade damage may be detected by the generator with a solid tone or an error.